Manufacturer narrative:
Related voluntary medwatch form: mw5149154.

Event description:
It was reported that the right atrial (ra) lead had to be extracted due to an electrode issue. The ra lead explanted and replaced. No additional adverse patient effects were reported.